Event description:
It was reported that the patient experienced a lack of pain coverage and no difference in therapy outcome. All components were explanted and discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352500 , model: sc-2352-50 , serial: (B)(6). Batch: 18775856/2000018542.